Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd angiocath¿ plus IV catheter there was leakage. The following was translated from korean to english: some of the drug leaked between the catheter tube and the hub as the user injected the patient through the catheter.

Event description:
It was reported that while using the bd angiocath¿ plus IV catheter there was leakage. The following was translated from korean to english: some of the drug leaked between the catheter tube and the hub as the user injected the patient through the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-aug-2023 h6: investigation summary our quality engineer inspected the 2 photos and 1 used sample submitted for evaluation. The reported issue of leakage at catheter junction was confirmed upon inspection and testing of the sample. The sample underwent our internal leakage testing, and no leakage was observed. During the visual analysis of the sample, it was observed that there was a minor dent on the adapter inner luer. Bd determined that the cause of the failure was associated to one of our assembly stations during manufacturing. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.